Event description:
The recipient has reportedly been experiencing a skin flap infection for three months. Several treatments were tried, however, the issue did not resolve. The recipient was hospitalized. On (B)(6) 2020, the recipient's device was explanted and the recipient was given medication. The recipient is currently undergoing a ten week treatment. Reimplantation is under consideration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone on the top and bottom covers, and the electrode was severed along the lead prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's infection reportedly resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.